Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a cut on cable unit and therefore water tightness, which cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the device to not work during set up/inspection for use. There were no reports of patient harm.